Event description:
Hamilton medical ag received the following event description: it was reported by the user of the device that the "device went into standby mode without interaction from staff." It was further reported that a code blue was initiated for the patient and that the patient was transferred to the emergency room. Investigation is ongoing to verify the allegations made in this complaint (as standby modus is normally the result of 2 human interactions with the device). Additionally, the case was reported by the user to the competent authority (FDA). The reference number provided is (B)(4).

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Currently, the event is under thorough investigation to verify the reported allegations. It is important to note that activating the standby mode on a hamilton ventilator requires a two-step human intervention process. Pressing the "standby" hardkey and secondly press "activate standby" within 30 seconds.